Event description:
It was reported that during implant procedure scuff and cut noted on patient's new right ventricular (rv) lead. The lead was not installed, and a new lead was placed. On the new lead minor scuff was noted. The lead was repaired with lead repair kit and implanted during procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of lead cut was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation cut in multiple locations. The damage found is consistent with procedural damage. No other anomalies were found.